Event description:
It was reported that a signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and a signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).